Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported of high blood glucose readings and a low reservoir alarm from the insulin pump. The customer's blood glucose reading was 422 mg/dl. The nurse stated that there is no insulin and she cannot change the set because she has no information on the pump.